Event description:
Allegedly revision surgery was performed due to broken implants.

Manufacturer narrative:
Conclusion statement: device failure occurred and was related to event. Product was manufactured and sold by dow corning wrigth, the assets of which were purchased by wright medical technology, inc.